Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 7 days after placement, when they tried to remove the fixed water to fall out the foley catheter, about 6cc of it fell out and they could not remove it anymore. The nurse changed and it fell out a little but did not completely deflate. Urologist dr. Pulled it out with resistance. Only 6cc to 8cc water extract with the syringe. They removed catheter while water was not completely drained.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. Visual inspection of the sample noted that using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and asymmetrical balloon present. With the syringe attached the catheter balloon passively deflated within 1 min 13 seconds. The reported event was not confirmed; however, a new record has been created to address the asymmetrical balloon found during the sample evaluation. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed, a labeling review is not required. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 7 days after placement, when they tried to remove the fixed water to fall out the foley catheter, about 6cc of it fell out and they could not remove it anymore. The nurse changed and it fell out a little but did not completely deflate. Urologist dr. Pulled it out with resistance. Only 6cc to 8cc water extract with the syringe. They removed catheter while water was not completely drained. Per investigator's notification received on 05sep2025, it was reported that there was an asymmetrical balloon found during sample evaluation.